Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) assembly for analysis. Signs-of-use in the form of biological material was observed between the coils of the guide wire. Visual analysis revealed four major kinks across the guide wire. The distal j-bend also appeared to be slightly misshapen. Microscopic examination confirmed the kinks. Additionally, the proximal and distal welds appeared secure and intact. The kinks in the guide wire measured 295mm, 309mm, 419mm, and 431mm , respectively from the proximal weld. The guide wire total length measured 683mm, which does not meet the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .846mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. Based on these findings, it is assumed that the customer returned a guide wire that is not packaged in the finished kit reported by the customer. The guide wire was passed completely through a lab inventory ars/introducer needle assembly with little to no resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed four kinks across the guide wire. The guide wire did not meet the dimensional requirements indicated in the graphic. Aside from this, the guide wire met all relevant functional requirements, and a device history record review performed on sales history did not reveal any relevant findings. Despite confirming the defect, the root cause cannot be determined as it is assumed that the customer returned a guide wire that is not packaged in the finished kit reported. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide is kinking.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide is kinking.